Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The tibia pin broke while installing array. Pin broke at the tip as he was drilling it in. Pka case delayed about 5 minutes to get new pins. Updated information: the tip of the pin broke off into the patient¿s tibial cortices. He was unable to retrieve it so it will remain in the patient's body. The pin was disposed of by hospital staff; it will not be returned.

Event description:
The tibia pin broke while installing array. Pin broke at the tip as he was drilling it in. Pka case delayed about 5 minutes to get new pins. Updated information: the tip of the pin broke off into the patient¿s tibial cortices. He was unable to retrieve it so it will remain in the patient's body. The pin was disposed of by hospital staff; it will not be returned.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported event: it was reported that the bone pin broke while placing in the femur. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of the product history records indicate 1230 devices were manufactured under lot no w52830 and accepted into final stock on 08/03/2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 143110, lot number w52830 shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.